Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt and her husband reported the pt experiences hypoglycemia and hyperglycemia with unconsciousness often. Pt and her husband stated the pt was admitted to the hospital several times via ambulance. They stated the pt was treated at the hospital by infusion. Pt and her husband reported the pt's blood glucose level during the incidents were 30-500 mg/dl. Date and time was not provided. Pt's normal blood glucose range is 100-120 mg/dl. They stated the pt sometimes took correction via the infusion device and sometimes the pt was also treated by the pen and glucapen by her husband. Pt's husband stated when the infusion cartridge volume reaches 50.0 units of insulin; the infusion device does not deliver any insulin. Pt is partially blind. Pt uses a competitor's infusion set. No further info is available. Product was replaced and requested return of the alleged product for evaluation.